Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly the customer was not performing the air removal step. Tandem technical support informed the customer that not performing the air removal step is off label per the tandem user guide. Customer performed a supply change and resumed insulin delivery. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Customer¿s blood glucose level was 305-335 mg/dl. Customer loaded a new cartridge to resolve the issue.